Manufacturer narrative:
Block e1: initial reporter alternative number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of a clip unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician attempted to deploy the clip, but it would not deploy. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.